Event description:
It was reported that the procedure was to treat a left common carotid artery. A 7 x 40 mm foxcross was advanced to the lesion and inflated to 12 atmospheres. A second inflation was being performed when the balloon ruptured at 8 atmospheres. There was difficulty removing the catheter from the guide wire and the balloon separated and remained in the anatomy. The balloon could not be removed; therefore, the patient was sent to surgery to extract the balloon. The surgery was successful and the patient is fine and has been discharged from the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox cross percutaneous transluminal angioplasty (pta) catheter instructions for use states: do not advance the foxcross pta catheter against significant resistance. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.